Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that calibrations and quality controls were acceptable and that no other sample tested for (B)(6) was impacted. The cause of the discordant, (B)(6) result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on one patient sample on the advia centaur instrument. The discordant result was obtained on a secondary sample tube aliquot and was not reported to the physician(s), as it did not match the patient's previous result. The sample was repeated on the same instrument, resulting (B)(6). The customer repeated the sample with the primary tube on the same instrument, resulting (B)(6). The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.